Manufacturer narrative:
From the communicated elements, no analysis could be carried out (no sufficient information: no product returned, no reference, no batch number). As the complaint has been deemed undeterminable, it is not possible to establish corrective action. Should further information come available, the complaint will be re-opened and monitored for trends.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of corail/pinnacle metal on metal, due to femoral component loosening and pain.